Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the customer had an issue with the erbe. The customer stated the surgeon had an issue with the vessel sealer extend (vse) instrument and had to coagulate longer than normal. The customer stated they had the vse instrument plugged into the erbe and swapped ports as well, but the issue remained. The customer tried a second vse instrument, but the issue remained. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs but found no related issue. The procedure was aborted/converted due to the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vse instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.